Manufacturer narrative:
Batch review performed on 12 september 2022: lot 2118355: (B)(4) items manufactured and released on 01-feb-2022. Expiration date: 2027-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the competitor head and medacta liner. The surgery was completed successfully.